Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with abdominal pain, recurrent incisional ventral hernia thereby underwent laparoscopic repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿reduced the chronically incarcerated omentum and adhesions in the right lower quadrant were all taken down. A ventralex st mesh (device #1) was placed using tacker.¿ (B)(6) 2016 - patient was diagnosed with abdominal pain, extensive adhesions to the mesh thereby underwent open repair with the removal of old mesh (device #1). Per operative notes, ¿omental adhesions were taken down. The mesh was circumferentially lysed from the underlying adhesions both to the fascia as well as to the omentum and then removed (device #1). Once the mesh was removed, the hernia and fascial incision was closed with sutures.¿ on (B)(6) 2016, patient visited hospital for the painful bulge to the right of the umbilicus. (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia at the umbilicus thereby underwent open repair with the implant of ventralex st mesh (device #2). Per operative notes, ¿the hernia sac was dissected. A ventralex st mesh (device #2) was placed in the defect with stitches.¿ on (B)(6) 2017, patient visited hospital for recurrent incisional hernia. (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #3). Per operative notes, ¿there was a piece of hernia mesh from her previous umbilical hernia repair that was in place, but not secured to the abdominal wall that was partially incorporated and adhesions were taken down. The mesh (device #2) was not completely secured to the abdominal wall, and it was excised. There was a series of hernia defects together and a piece of ventralight st mesh with echo ps positioning system (device #3) was placed into the abdominal cavity with tacker and sutured.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, about 1 year post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, adhesions, abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions as possible complications. This emdr represents ventralex st (device #2). An additional supplemental emdr's were submitted to represent ventralex st (device #1) and ventralight st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.